Event description:
It was reported that a xience prime stent was implanted in a coronary artery without reported difficulty and the next day as the patient was being discharged, he experienced a coronary event and expired. Reportedly, the physician believes that the cause of the death is not related to the device or procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.